Event description:
It was reported that the patient was presented to the hospital for cardioversion due to atrial flutter. It was noted that the patient has complete heart block which prevented transfer of the arrhythmia to the right ventricle. An x-ray was performed and the right ventricular lead was found to be dislodged. The patient was asymptomatic to the lead dislodgement. The lead was revised. The patient was noted to be doing well following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.